Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating a node not being present, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where the check all boards test was found to be failing on the axis controller carriage. The probable root cause is due to an issue with the rolling loop fiber within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had error on arm 2 and a message to disable it. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and saw a 319 error on arm 2 pointing to the axes controller carriage (acc) board and recommended performing a hard reboot on the system. Site performed a hard reboot and the system powered back on with the 319 error on arm 2. Site performed a hard reboot on the psc, but the error persisted on arm 2 and the customer elected to bring in another psc for the procedure. The procedure was completed with no reported injury.